Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that on one run all specimens were positive except for one. The customer suspected environmental contamination and repeated all of positive specimens. Upon repeat, the results were negative. There was no patient impact reported.

Manufacturer narrative:
The complaint of environmental contamination with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer stated they repeated all of the suspect samples from the primary utm and they all repeated as negative. All samples initially had CT scores in the mid 20's. The customer cleaned the instrument and the system racks as well as the biosafety cabinet, and then performed environmental monitoring and all was negative. The customer was using hydrogen peroxide to clean the racks but has switched to 1% sodium hypochlorite. The customer has run other samples on side a since this incident and all results have been fine. Technical specialist feels that this was a contamination issue but that it has been resolved. Customer was not familiar with environmental monitoring and was advised to do environmental monitoring and cleaning before additional testing is performed. The complaint is not confirmed. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. CAPA 1632720 is pending approval for investigation of "results" issues.

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that on one run all specimens were positive except for one. The customer suspected environmental contamination and repeated all of positive specimens. Upon repeat, the results were negative. There was no patient impact reported.